Event description:
The guide wire was up and over from the right leg, but the trailblazer would not go over due to calcium present in the illacs and at the aortic/illiac bifurcation. The trailblazer was advanced to common femoral and the guide wire was removed. Another guide wire was advanced to bifurcation where some difficulty was encountered pushing the wire through the trailblazer before being placed in the sfa. The trailblazer was then pulled back but the physician immediately encountered resistance. The physician continued to pull on the trailblazer until it was removed. However, the last 15cm of the trailblazer was observed in opposite left illiac. The trailblazer remnant was snared from the left common femoral.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The trailblazer catheter was received without any ancillary devices or cine images from the procedure. The catheter was fractured 16cm from the distal tip. All three marker bands were present and within design specification. The distal fracture face exhibited longitudinal compression and the proximal fracture face exhibited stretching/ necking. The "working length" of the two pieces was approximately 153.3cm. The noted material deformation indicates a ductile fracture and suggests a tensile fracture force. The catheter exhibited some kinks but it could not be determined how much damage was present during the procedure and how much was generated post-procedure

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.